Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0013238842); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx plus valve; product ID: evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2026. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, the right femoral artery was pre-dilated with a 20 mm non-compliant balloon and the patient developed an ischemic rhythm. The delivery catheter system (dcs) was inserted, and the valve deployment depth was reported as 5 mm on the non-coronary cusp and 5 mm on the left coronary cusp. As pacing was walked down and stopped at approximately 80% valve deployment, the patient was in asystole. Pacing was resumed and a temporary transvenous pacer was inserted prior to completing deployment to 100%. Pacing was continued until the patient recovered post-deployment. Commissural alignment was obtained, and angiography showed no paravalvular leak, no aortic insufficiency, and no mean gradient. The temporary transvenous pacer was left in place.

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, the right femoral artery was pre-dilated with a 20 mm non-compliant balloon and the patient developed an ischemic rhythm. The delivery catheter system (dcs) was inserted, and the valve deployment depth was reported as 5 mm on the non-coronary cusp and 5 mm on the left coronary cusp. As pacing was walked down and stopped at approximately 80% valve deployment, the patient was in asystole. Pacing was resumed and a temporary transvenous pacer was inserted prior to completing deployment to 100%. Pacing was continued until the patient recovered post-deployment. Commissural alignment was obtained, and angiography showed no paravalvular leak, no aortic insufficiency, and no mean gradient. The temporary transvenous pacer was left in place. Additional information was received that the temporary transvenous pacemaker (ttvp) was removed and a permanent pacemaker was implanted three days following the valve implant procedure.